Event description:
On (B)(6), 2012, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch verio iq meter displayed an 'error 2' message. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose at least 3x daily (or more if necessary). The patient manages her diabetes with 'quick' insulin (12 units in the morning/ 9 units at noon/ 20 units in the evening) and lantus insulin (30 units). The alleged issue began on the evening of (B)(6) 2012. It is not clear what changes the patient made to her usual diabetes management routine due to the alleged issue. That evening, the reporter claims the patient was feeling unwell, 'pallor,' and had difficulty with her movements which she associated with low blood glucose. The patient ate 3 sugar cubes and biscuits as treatment and felt better several minutes after. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved with retesting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of 'feeling unwell, pallor and difficulty in movements" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged 'error 2' message remained unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.